Manufacturer narrative:
According to the customer, on (B)(6) 2026, the brake on the rollator went out which caused the customer to fall over and hit their head in their bathroom. Customer states he went to the hospital for 5 days due to head pain that transferred to chest pains. Customer mentioned there is a stripped screw insert on frame and is making the rollator wobbly. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2026, the brake on the rollator went out which caused the customer to fall over and hit their head in their bathroom. Customer states he went to the hospital for 5 days due to head pain that transferred to chest pains. Customer mentioned there is a stripped screw insert on frame and is making the rollator wobbly.